Event description:
It was reported that on a social media post from abbott, an individual commented the following statement: "they put the mitralclip in ,which was not put in correctly and now I must take 'bloodthinners for the rest of my life' according to my wonderful cardiologist." According to their facebook profile, they are located in the us. No additional information was provided

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported hypotension and edema were unable to be determined. The reported patient effect of hypotension and edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Updated codes: code 2020: pulmonary edema and code 4644 medication required was coded